Event description:
It was reported that during a biopsy procedure, the c-arm moved down in a non-commanded motion, before the needle was inserted in the breast. The needle was close enough to contact the patient's breast causing a cut. The technologist used the lock-out key to stop the c-arm movement. Stitches were used to close the wound.

Manufacturer narrative:
The hologic field engineer inspected the system checking all switches and relay circuits in the c-arm drive circuit. The alleged malfunction was not duplicated by the field engineer. No problem was found with the multicare platinum system. The operator did not engage the lockout key-switch until after the inadvertent c-arm motion was detected. The key-switch should have been activated after positioning the patient and applying compression as instructed in the operator's manual. The purpose of the key-switch is to prevent unintended movement of the c-arm. Although, the equipment was functioning properly at the time of the field engineer visit, the operator keypad was replaced. The technologist was advised to use the lock-out switch. Hologic has offered a cares visit to the site to review proper use of the equipment with site personnel.